Event description:
It was reported that when the surgeon went to remove the pak needle from the pedicle and he twisted the needle. The tip of the instrument broke off but was immediately retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed the pak needle tip is broken to two pieces. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.